Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery casing device, and the reported condition that during surgery, when the battery case was closed after battery insertion, the lock was released was confirmed. The device was visually inspected, and it was found that it failed visual inspection due to locking mechanism failure. It was found that one of the battery locks had come off, and because of this failure other test steps could not be performed or failed. It was further determined that the device failed pretest for general condition and check function of the battery casing locks. It was determined that the most probable root cause for the found failure is normal wear over time. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d4: UDI: lot/serial unknown. (B)(4). H4 device manufacture date: the device manufacture date is unavailable. The device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from japan that during a total knee arthroplasty (tka) for osteoarthritis (oa) of the knee it was observed that when the battery casing for the battery power line was closed after battery insertion, the lock of the product in question was released. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.